Event description:
It was reported to philips that the device data had an output error message during testing. There was no report of patient involvement. The customer requested assistance from a philips field service engineer (fse). Per the customer, the unit had an output error message during testing. The service engineer has deemed that the unit needs a new capacitor to return the device to working condition. Based on the conclusion of the investigation, it was determined that this was a malfunction of the capacitor. The fse ordered and replaced the capacitor to resolve the noted issue. The device remains at the customer site. No further investigation or action is warranted.